Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 224 mg/dl, 100 mg/dl, 192 mg/dl, and 216 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.